Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the main tube to have light material removal all around the outer diameter, spread out through the entire length of the tube. The tube damage appears to be repeating patters of marks perpendicular to the tube axis. The unusual wear pattern and amount of surface area damage suggests that the damage may be caused by rough handling or chemicals used in the cleaning process. No other damage found.

Event description:
It was reported that during a da vinci s surgical procedure, the shaft of the large needle drive instrument was splintering. It was also reported that nothing had fallen into the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.